Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced hypoglycemia and the customer did not hear low alarm on the insulin pump. Blood glucose level of the customer was 2.7 mmol/l. The customer. It was reported that the insulin pump was suspended before low. The insulin pump will not be returned for the analysis.